Event description:
During left shoulder arthroscopy. Serfas energy prome 4.0 mm; 90s max reference #279-401-100 lot # 12289ae2 expiration date 10/2013. After surgery, scrub nurse found metal plate attached to serface was broken off and not visible. After inspection of sterile field, attending ordered x-ray of left shoulder. Pieces of the metal plate were found inside the pt's left shoulder. Small incision was made to remove retained items with fluoro guidance and verification of removal.